Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The fsr replaced the flow sensor. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the flow sensor would not stay latched onto the tubing. There was no patient involvement.